Event description:
It was reported that the vial was broken on 2 single packages of speedset cement. Hospital not sure if fedex damaged the product.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.